Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is presenting with tibial osteophytes. Additionally, revision surgery to replace the articular surface has been discussed.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown and an evaluation is not possible. The device history records could not be reviewed since the product part and lot numbers are not available. This device is used for treatment. A product history search for related complaints could not be conducted due to the product part and lot numbers being unknown. Surgical notes were not provided for review; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.